Event description:
During the implant procedure, loss of capture was observed on the device. The device was revealed to be dislodged after fixation to heart tissue and release from delivery catheter. During a significantly extended device retrieval process the helix of the device was stretched. The device was retrieved and a new device was successfully implanted to resolve this event. The patient was stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.